Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and lead system exhibited pacing impedances of greater than 2000 ohms on the right and left ventricular leads. Stored electrograms showed episodes of oversensing. A guidant technical services (ts) consultant discussed that the oversensing could be myopotentials or a setscrew issue. Sensitivity had been reprogrammed to least to remedy the oversensing. Ts also discussed that the increase in pacing impedance could be due to a lead issue on the defibrillation lead, or a myocardial infarction or tissue change within the patient. The device was reprogrammed to ddi mode and the av delay was set to 300ms, due to the patient's worsening condition. Later, the device was deactivated as the patient was not expected to survive.